Event description:
The patient reported adequate pain relief until (B)(6). They stated subsequent to a large twisting motion they noticed a steady return of their pain unrelieved by bolus doses. They reported less than 50% therapy relief. A CT confirmed the spinal segment had migrated out of the intrathecal space. No further testing or diagnostics were performed. The catheter was replaced on (B)(6) 2014. The medications infused were dilaudid and bupivacaine. The patient was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), , implanted: (B)(6) 2010; explanted: (B)(6) 2014; product type catheter. (B)(4).